Manufacturer narrative:
Date sent: 06/11/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap lobectomy procedure, after firing the device, the surgeon found the device could not be released. He pried up the clamp with another metal instrument and completed the procedure with sutures. All staples did not staple into tissue. No patient consequences were reported.